Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that during a vancomycin infusion the clinician opened the pump's door and noticed a bulged pumping segment.. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.